Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced variable glucose levels and an occlusion alert with observed insulin leakage at the cartridge/luer connector while using an infusion set (contact detach), which was resolved after changing the cartridge, connector, and infusion set; troubleshooting and education were completed and additional training was assigned. Symptoms included hypoglycemia with a reported low of 52 mg/dl without other reported clinical effects. Outcomes included self-treatment with oral glucose, juice, and food, with no professional medical intervention or hospitalization. Investigation included review of usage data and user coaching on meal announcements and infusion set replacement. Investigation of this case revealed an insulin flow interruption consistent with an occlusion and leak at the infusion set connection, and excessive insulin delivery at night due to greater-than-dinner meal announcements. It was concluded, based on established findings for similar reports, that the cause was user technique and connection integrity issues at the infusion set interface contributing to occlusion and overdelivery from misannounced meals.